Event description:
Additional information received reported that two additional leads were placed and the laminectomy lead stayed in place. The revision was on (B)(6) 2012 and the patient is doing fine.

Event description:
It was reported that the patient had their neurostimulator replaced due to normal battery depletion. It was noted that the patient felt little stimulation from their old device before it reached "end of service." The day after replacement, the patient had no stimulation sensation from their implantable neurostimulator (ins) on any electrode combination, up to 10.5 volts. Impedances were checked and found to be normal. No malfunctions were determined to be the cause of the issue. There are plans to replace the current lead with an octad lead and leave the surgical lead in place, but no surgery had been scheduled. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489 serial# (B)(4) implanted: (B)(6) 2006 explanted: na; neurostimulator model 7425 serial# (B)(4) implanted: (B)(6) 2006 explanted:; adaptor model 74001 serial# unk implanted: unk explanted: na; lead model 3986a lot# n0040488 implanted: (B)(6) 2006 explanted: na. (B)(4).